Event description:
A low reading issue was reported with the adc device. A caller reported unspecified low sensor readings, and due to this the customer's healthcare provider advised customer to lower their insulin dosage. The customer then began to develop unspecified symptoms of hyperglycemia and was referred to hospital. Healthcare meter results of 400 mg/dl, 300 mg/dl, and 400 mg/dl were obtained against sensor readings of 160 mg/dl, 'lo' (< 40 mg/dl), and 180 mg/dl. The customer was hospitalized with diagnosis of hyperglycemia and provided unspecified treatment. The caller did not have further details. There was no report of death or permanent injury associated with this event. Additionally, a sensor of 39 mg/dl was compared to an hcp meter result of 300 mg/dl and when the results were plotted on a parkes error grid, they fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.